Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the rep met with the patient who lost therapy end of february (no falls or trauma reported). Caller found electrodes 1, 2, 4 & 5 to be >10 ,000 ohms. Caller indicated reprogramming resolved issue and patient is feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of the high impedances was not determined. They were not given the patient¿s weight at the time of the event. No further complications were reported or anticipated.